Event description:
The patient contacted reported that v-go fell off while taking a shower. The patient stated that the water was not that hot. The patient mentioned that this happened after 12 hours of applying the device. The patient was wearing v-go on his upper right arm.